Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had contacted the clinic on (B)(6) 2015 reporting of cloudy effluent. Per pdrn the patient was requested to come into the clinic for culture and was diagnosed with staphylococcus lugdunensis peritonitis. The nurse stated the infection was attributed to touch contamination, where the patient did not practice aseptic technique during treatment. There were no reported fluid leaks during treatment prior to infection. The nurse stated the patient was not hospitalized and was initially treated in-clinic and continued her antibiotic medication treatments at home for the next two weeks. As of (B)(6) 2015, the signs and symptoms of peritonitis resolved, and the patient continued use of continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, and investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling material, and process controls were within specification. Medical records were reviewed by post market surveillance staff. Based on medical records information it appears on (B)(6) 2015, the patient had a peritoneal dialysis fluid culture that showed staphylococcus lugdunensis. The medical records do not indicate this nor reveal the source of infection. Per pdrn there were no reported fluid leaks during treatment prior to infection. The pdrn stated the patient was not hospitalized for the episode of peritonitis and was initially treated in-clinic. Medical records do not indicate a causal relationship between the patient's liberty cycler and the patient's peritonitis. There is no conclusive evidence in the medical record that suggest the patient's dialysis products led to the patient's peritonitis. Staphylococcus lugdunensis is normally found as part of normal skin flora. This strongly suggests touch contamination could be the cause of peritonitis.

Event description:
Additional information: medical records were provided by the patient's dialysis center. The peritoneal dialysis (pd) patient brought her pd fluid in to the clinic on (B)(6) 2015 due to cloudy effluent. The patient denied any abdominal pain. A periscreen was performed on the pd patient's fluid and tested positive for white blood cells. The patient's pd fluid was sent to the lab for culture, and the patient was prescribed 2 grams of vancomycin and 80mg gentamicin in a manual pd exchange. The patient was shown how to add antibiotics to the pd fluid was instructed to give 2 grams vancomycin every five days and two more doses and continued 80mg gentamicin daily for fourteen days total. The patient verbalized understanding of the instructions.